Manufacturer narrative:
The insulin pump received with no button response due to moisture damage keypad traces. No button error alarm during testing. However, the keypad traces was cleaned and used a test keypad overlay with keypad dome switches and the insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 20.0 mmol/l. The customer stated that they cannot get the buttons on the pump to respond. The customer stated that the pump is not delivering insulin because their blood glucose is going up. Customer was advised to discontinue use of the device and to revert to a backup plan.